Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a lead warning for high impedance, occurred on the same day as lead revision and has since returned to normal range. The right ventricular (rv) lead exhibited low amplitude r waves. The lead remain in use. No patient complications have been reported as a result of this event.